Event description:
Large capacity with needle radial jaw forceps was inserted through the scope instrument channel. When forceps were opened during polypectomy attempt, a mechanical metal piece was found sticking out from the side of the forceps jaw. Forceps were successfully closed and retrieved from the channel.